Event description:
The customer has requested, an internal water pathway replacement for this device. Pictures of the internal tubing were taken and forwarded to cq. Which were reviewed, by cq director of operations and epidemiologist, who recommended that the device receive an iwpr. Due to the device being past it's service life and a rev. 1 device with no procedure for an internal tubing replacement. This device will not be sent in for service.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip customer. And sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology suspected bacterial contamination within the device. However, because the device is outside of its service life, the device cannot be repaired. And cardioquip recommends, it be removed from service. Cardioquip notified, the customer of the potential contamination, determination and provided options for replacing the device.